Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported that the olympus high definition lcd monitor was not presenting an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their event. During this call the user noted that following the spill of water on the erp-4 printer, no video was present on the subject device. Tac attempt some re-routing trouble-shooting options that ultimate succeeded in getting an image back on the monitor using a composite signal from the cv-190. At this time the subject device is not scheduled for return. However, should additional information become available prior to the conclusion of the investigation, a follow up report will be submitted.